Event description:
According to the user's parents ,the user had no auditory response when wearing the right-sided ci alone on (B)(6) 2023. The user has been re-implanted.

Manufacturer narrative:
Overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Per the parent on (B)(6) 2023, the user had no auditory response when wearing the right-sided ci alone. In situ measurement on aug 30 showed abnormal impedances, no swelling or redness was seen. There was no accident or trauma reported. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.